Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the control iq did not function as intended. In addition, it was reported that a temperature alarm occurred when the pump was not exposed to extreme temperatures. Customer cleared the alarm to address the issue. Customer¿s blood glucose level was 160 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.